Event description:
The patient was undergoing an embolization procedure using a penumbra coil 400. During the procedure, the physician felt resistance while threading coil into microcatheter. The physician used another coil to complete the procedure. There was no reported adverse effect on the patient.

Manufacturer narrative:
Result: the coil is still attached to the pusher assembly. The coil is kinked. The distal end of the pusher assembly is kinked approximately 36.0 cm from distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that while treading the coil inside of the catheter resistance was felt. Evaluation of the returned device confirmed kinks in the length of the coil and well as a kink in the distal end of the pusher assembly. The coil od was measured and is within specification and there appears to be no issue with the functionality of the coil or the pusher assembly aside from the noted damage which likely occurred when attempting to push the coil against resistance. It is unknown which microcatheter was being used to deliver the coil. The cause of the complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.